Manufacturer narrative:
Clinical review of the medical records did not reveal a causal relationship between fresenius peritoneal dialysis products and the event of peritonitis. There was no allegation against fresenius products. The hospital notes indicated the patient¿s peritonitis was due to the peritoneal dialysis catheter. Streptococcus mitis is most commonly in the throat, nasopharynx and mouth. A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Event description:
Medical records were provided by the patient's treatment facility. The peritoneal dialysis registered nurse (pdrn) indicated the patient usually follows the procedure and the patient's catheter looked fine. The patient had complications before with her catheter several times and was hospitalized for that, therefore doctor advised her to change to hemodialysis.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a patient was hospitalized due to peritonitis. The patient was admitted to the hospital on (B)(6) 2016 and discharged (B)(6) 2016. The patient was treated with antibiotics (vancomycin 1g) every 48 hours. It was noted the patient had several past issues with her catheter and was now switched to hemodialysis.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.